Event description:
It was reported that intermittent occlusion alarm occurred. Customer changed the pump supplies and resumed insulin delivery. It was also reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause was not known. Customer drank apple juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.